Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing potentially falling into the atrial blanking period and mode switches were observed on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.